Event description:
Reportable based on device analysis completed on 21nov2025. It was reported that a packaging failure and difficulty removal occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a packaging failure occurred. Additionally, the stylet could not be removed and there were abnormalities noted with the stylet and wire lumen area. As per good faith effort # (B)(4) there was no damage to the seal of the sterile pouch. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a visual and tactile examination of the outer and inner lumen noted the inner lumen was detached proximal to the tip at 2.9cm. Additionally, due to the inner lumen detachment the markerbands were located in the shaft and not under the balloon profile.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen noted the inner lumen was detached proximal to the tip 2.9cm. Balloon material was reviewed, and no issues were noted. No pinholes or tears were noted. Microscopic examination of the polymer extrusion noted the inner lumen was completely stretched throughout the shaft and bunched at 7.6cm from tip. Bumper tip showed no signs of distal tip damage. Due to the inner lumen detachment the markerbands were located in the shaft and not under the balloon profile. No other device issues were identified during returned product analysis.